Event description:
It was reported that the patient was experiencing pain. The physician assessed that the device had migrated and the patient underwent an explant procedure to remove the device. The patient is doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: superion implant, upn: (B)(4), model: 101-9810, lot: 700003. Corrections: d6a: implant date - rfb implant date, h6: impact codes.

Event description:
It was reported that the patient was experiencing pain. The physician assessed that the device had migrated and the patient underwent an explant procedure to remove the device. The patient is doing well post-operatively. Additional information was received that the explanted device will not be returned as it was retained by the facility.